Event description:
It was reported that the patients ipg would no longer charge completely. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred several months prior to the ipg replacement.